Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing and pacing inhibition, low pacing impedance, and inadequate capture event was sensed by the device.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced during an unrelated procedure. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Abbott technical support was contacted, the session records were analyzed, and low pacing impedance and inadequate capture were also noted on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.